Event description:
On (B)(6) 2010, pt reported she has had trouble with the up and down arrow button for over a year. Pt stated the issue was intermittent. Pt reported she discovered the issue while trying to bolus. Pt stated the buttons pop back up. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.